Event description:
I used fixodent from approximately (B)(6) 1988 until (B)(6) 2010. While I was using fixodent I began experiencing numbness and tingling in my hands and feet. I had my blood test taken (B)(6) 2009. Dose or amount: #1 denture cream; frequency: 2(twice) daily; route: oral. #2 denture powder; frequency: 2(twice) daily; route: oral. Dates of use: #1 and 2 - (B)(6) 1988 - (B)(6) 2010. Diagnosis or reason for use: #1 denture adhesive cream; #2 denture adhesive powder. Event abated after use stopped or dose reduced: #1 and 2: no.